Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the mitraclip system instructions for use states: grasping the leaflets and verifying the grasp. Failure to confirm that clip arms are perpendicular to line of coaptation may result in loss of leaflet capture and insertion. The failure to follow steps likely did not influence the single leaflet device attachment (slda). Based on the information reviewed, the definitive cause of slda could not be determined. The reported worsening mitral regurgitation (mr) was due to slda. The reported patient effect of mr is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedure. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda) and increased mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat mixed mr with a grade of 4. One clip was implanted, reducing the mr to 1-2. It was noted the leaflet coaptation and insertion during the procedure was not performed to ensure there was sufficient leaflet capture. At a follow up visit on (B)(6) 2019, it was noted the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The mr increased to 4. There is no treatment planned at this time. No additional information was provided.